Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-07, information was received from a patient, via a manufacturer representative (rep), regarding a patient receiving bupi vacaine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient heard an alarm from their pump and also saw code 100 on their ptm at the same time. The alarm the patient described was not consistent with the critical alarm or normal interval. The patient asked to come in to have the pump read, but since he was no longer seeing the message and was able to use his ptm, he decided to not come in so logs have not been read at this time.